Manufacturer narrative:
The device associated with this report was not returned. The device packaging materials were also not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was unavailable. A sample label for this product code clearly identifies it as 36mm. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a revision surgery to address a femoral fracture caused by a fall, a 36mm head was implanted in error. This was discovered in recovery, and the pt had to be taken back into surgery to change the 36mm head to a 32mm head.